Event description:
Reporter alleged the customer had a seizure and was incoherent when the customer's uncle attempted to test her on the compact plus system but could not because of an error message. Reporter stated the customer was treated with a glucagon injection, was given milk, and also cheese. No other actions were reportedly taken or involvement received. A request was made for the return of the suspect device.